Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, the technical support specialist (tss) ran a downtime query and confirmed that there was no disconnected flag and that the system time was current. Health sight viewer (hsv) was checked, and no delays in patient or order information were identified. The medications listed in ephi were confirmed to be available in the facility formulary. The tss reviewed all medication ids and confirmed that all listed medications were available on the formulary. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported being unable to pull medications across multiple stations within the facility. The customer indicated that the medications were not appearing on the stations, preventing medication issuance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.